Event description:
Customer's mother reported to have problems uploading to carelink and was receiving auto off. It was reported that the box had an expiration date earlier than when received. Customer's blood glucose was 503 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.